Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though no "crackling" noise was noted in this report). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.

Event description:
The customer called to report "higher than expected bg levels without indication of alarm" and therefore "doesn't think the pod is delivering insulin accurately". He stated that there was resistance when trying to fill the pod with insulin. His bg levels remained consistently high (330-greater than 500mg/dl) over a seven hour period despite having administered correction boluses. The pod was deactivated and will be returned for evaluation.